Event description:
The physician reported that while withdrawing the pronto lp catheter and aspirating at the same time, the tip of the pronto lp became stuck on an existing stent strut. As the physician pulled the pronto lp out of the guide catheter, the tip of the pronto lp was pulled off. The tip was found in the proximal lad. After unsuccessful attempts at retrieval, the physician used a stent to trap the pronto lp tip against the vessel wall, where the tip remains. The patient showed no signs of adverse symptoms at the time of discharge.

Manufacturer narrative:
Based upon the initial report from the account, the pronto lp performed according to specification during the procedure, prior to becoming stuck on an existing stent strut. Following multiple successful aspirations, the tip of the pronto lp became stuck on the stent strut as the catheter was withdrawn. Photos of the pronto taken during manufacturer's investigation show excessive damage to the catheter, indicating that the existing stent was most likely damaged and/or deformed prior to the pronto being withdrawn. Manufacturer's investigation concludes that this event was caused by the device interaction between the pronto lp and the existing stent that was placed in the patient in (B)(6) of 2006, which may have been deformed and/or damaged at the time of this procedure.